Event description:
The facility reported a pump with a constant air alarm. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is available.